Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A reporter indicated the filter cannot open when released.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. No sample was returned however an image was provided. Upon inspection of the provided image, it was found that the filter legs would not open, and the filter could not expand. The complaint confirmed. Without the physical samples being returned to argon, a thorough investigation cannot be completed and determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation. Additional information provided in h.3., h.6. And h.11.